Event description:
It was reported that the device had a bubbled and unattached downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: (B)(6) 2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion (dso) seal was only delaminated and had not yet failed. The dso seal was replaced preventatively.